Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, and an opening. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a crease sharp opening on the posterior due to a fold flaw opening. The fill test inspection was performed, the result is no blockage.

Event description:
Device has been explanted.